Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. Three days after event onset, the patient began treatment with topical gentalin (for 10 days; dose, frequency, and duration not reported) and cefazolina (for 15 days in the bags, dose, route, frequency and duration not reported) for peritonitis. The outcome of the event was not reported. The action taken with extraneal therapy was unknown. No additional information is available at this time. This is report 4 of 4